Manufacturer narrative:
(B)(4). The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no signs or symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. The reporter alleged that the pump was emitting multiple "occlusion" alarms. It was noted that the tubing was changed, but the pump continued to emit "occlusion" alarms when performing the prime step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.